Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery change. The reporter did not know the blood glucose reading. The caller noted that the buttons did not work properly. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads and broken reservoir tube lip.